Manufacturer narrative:
Additional information was added to h6 and h11. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported there was a leak from an unspecified location that led to this alarm. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. There was solution on the heater plate and underneath the cycler. Renal therapy services (rts) assisted the patient in removing the supplies. Proper procedures for the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.